Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/july/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, and yellow particles in the device outer surface. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crack opening and one opening curved striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening curved striated assessed as surgical damage. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported the left side has "fallen outside of the muscle." Device has been explanted.